Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 22ga x 1.0in catheter was defective. This was discovered before use. The following information was provided by the initial reporter: new catheter for puncture, it is observed that the polyurethane part has defects that can cause lacerations in the patient's vein.